Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2011 while using the insulin pump. The patient's mother was unable to provide any blood glucose readings from that day, except to say the readings were "low". The patient experienced the symptoms of being ill, nausea/vomiting, dehydration and was positive for ketones. The patient was not eating any food at that time. The patient was treated intravenously with fluids and with the medication zofran (ondansetron) for the nausea and vomiting. The patient was also admitted to the hospital on (B)(6) 2011 due to an illness and his blood glucose readings were "high"; no specific results provided. Troubleshooting revealed the patient's technique was correct, the pump programming, settings, date/time setting, and basal settings were correct, all total basal/bolus doses correctly matched those programmed, and there were no issues with the infusion site or infusion set. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient allegedly suffered symptoms suggesting severe injury while using the pump, and received emergency medical attention and hospitalization, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.